Event description:
Affiliate reported that the customer's pump had frequent alarms. It was stated that the customer holds the activate button, but he did not receive the second series of beeps. The customer was hospitalized for hyperglycemia and ketones.